Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and hospitalized. The patient also reported being very sick and that they almost died. Upon follow up, the pdrn stated the patient presented to the hospital with severe abdominal pain and cloudy effluent fluid on (B)(6) 2022. A peritoneal effluent fluid culture and cell count were collected, white blood cell count over 10,000 and polymorphs were reported at 97%. The patient was initially treated with intravenous (IV) rocephin and vancomycin, dosages, frequency, duration not provided. The patient¿s culture results returned as pasteurella multocida on (B)(6) 2022 and the patient¿s ip vancomycin was discontinued. Per the pdrn, causality was attributed to one of the patient¿s multiple cats chewing through the liberty cycler tubing. The patient underwent removal of a non-fresenius pd catheter and a permanent hemodialysis (hd) catheter was surgically implanted. The patient has been transitioned to hd. The patient tolerated the transition well and is recovering from the events. The patient remains hospitalized pending an outpatient dialysis clinic schedule. The pdrn reported the serious adverse events were not caused and/or contributed to by a fresenius device(s) and/or product(s). Additional information was requested however to date has not been provided.